Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had expressed some concerns and issues about the lens that was implanted. The patient stated must use readers, since the patient can't see up close very good, it was like the lens had a cloud over it. The patient could see better from the left eye with a contact lens. It seems to do all of the work now. At night, there is a "halo" or "starburst" of light with the multi-focal lens to where the patient could not see out of it. The patient was constantly using eye drops in the right eye like never before, because it always feels dry and irritated, pretty much every day. Sometimes, it's like there is something in the eye, as when a contract lens gets curled up in the top of the eye by accident. It is very uncomfortable most days. The patient recently had the yag surgery on right eye really didn't notice a difference and still have to wear readers to see close up. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been provided indicating that the patient used calcineurin inhibitor immunosuppressants to address symptoms of dry and irritated eye.